Event description:
Reportedly during a re-intervention for atrial lead dislodgement and atrial pacing failure, blood was found to infiltrated into the atrial port of the subject pacemaker. On (B)(6) 2017, two days after implantation of the pacing system, it was identified by x-ray dislodgment of the atrial lead. On pacemaker check, the occurrence of atrial pacing failure was confirmed while atrial sensing was observed to be successful. A re-intervention was performed accordingly on (B)(6) 2017. During the procedure when the subject pacemaker was taken out of the pacemaker pocket, blood was found to have infiltrated into the atrial port. No blood was found inside the lumen of the atrial lead. The atrial lead was re-fixed in the right atrial appendage. As satisfactory lead measurements were obtained using a pacing system analyzer, it was decided to continue the use of this atrial lead. Because of the blood infiltration into the atrial port, the use of the subject pacemaker was discontinued. A new device was used, connected to the existing leads.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during a re-intervention for atrial lead dislodgement and atrial pacing failure, blood was found to infiltrated into the atrial port of the subject pacemaker. On (B)(6) 2017, two days after implantation of the pacing system, it was identified by x-ray dislodgment of the atrial lead. On pacemaker check, the occurrence of atrial pacing failure was confirmed while atrial sensing was observed to be successful. A re-intervention was performed accordingly on (B)(6) 2017. During the procedure when the subject pacemaker was taken out of the pacemaker pocket, blood was found to have infiltrated into the atrial port. No blood was found inside the lumen of the atrial lead. The atrial lead was re-fixed in the right atrial appendage. As satisfactory lead measurements were obtained using a pacing system analyzer, it was decided to continue the use of this atrial lead. Because of the blood infiltration into the atrial port, the use of the subject pacemaker was discontinued. A new device was used, connected to the existing leads.